Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: there is no new information to share regarding this patient. The surgeons have been asked how the patient is doing and they were reluctant to speak about it. The surgeon did claim that the patient had multiple health issues that could have led to the negative outcome. They were not able to determine what caused the infection. The following information was requested, but unavailable: specifically, where was the infection and what type of infection was it? The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Relevant patient history? Any intraoperative concurrent use of other products? Lot #? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? What were current symptoms following the index surgical procedure? Onset date? Were cultures performed? If yes, results? A second surgery to flush the infection was performed. Was any other surgical or medical intervention performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a carotid endarterectomy procedure on (B)(6) 2020 and absorbable hemostat was used. The patient suffered an infection, and a second surgery was performed to flush the infection. Additional information was requested.